Manufacturer narrative:
Vyaire medical file identification: (B)(6). Device evaluated by MFR: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer was advised to re-connect the insp block ribbon cable properly and to check the silicon tube connected between the insp block and the pressure sensor board for kinks or punctures, as well as to perform calibrations, and if the problem was still not resolved, the insp block should be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device was not returned yet.

Event description:
The customer reported to vyaire medical that the bellavista1000 has an alarm 318 - inspiration valve failsafe failed or occlusion in inspiration. Furthermore, there was no patient associated with this event.

Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm the issue. Assuming the issue was due to a kinked hose or a connector not seating properly. Exact reason not determinable as issue no longer reproducible. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.